Manufacturer narrative:
(B)(4). This incident took place in USA. The device subject to the claim has been requested for analysis. Investigations are ongoing. Final evaluation is being transmitted in final report.

Event description:
(B)(4). This incident took place in USA. Reaching out to share that we had an issue with an epidural needle today. During an insert the stylet snapped off at the hub, and the stylet was lodged within the needle. Fortunately, the needle was removed from the patient's back and the stylet remained within the needle. I have the needle and lot # on hand. Aside from requiring a second insertion attempt, there were no further complications for this patient. Second attempt to reinsert a new needle with stylet successful. The patient is doing well; the complete needle with stylet was successfully removed in its entirety.